Event description:
It was reported that the implantable cardioverter defibrillator exhibited undersensing of ventricular fibrillation (vf) during defibrillation threshold testing. It was noted that the device delivered delayed shock therapy for the vf. Programming changes were made. The patient was in stable condition.